Manufacturer narrative:
Other applicable components are : product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported that patient had loss of efficacy and stimulation stopped. Patient had increased symptoms after the leads possibly moved in a matter of hours. The patient attempted to troubleshoot, switching sides, increasing stim, turning on and off stim and checking battery life but nothing resolved the issues. The patient was on day 4 of basis evaluation. A couple days later, a company representative reported that the wires always move after certain number of days. Patient was scheduled for a permanent implant next day after a successful office test. It was noted that this was pne (peripheral nerve evaluation) test.